Event description:
Information was reported by a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (25 mg/ml at 2.498 mg/day) from an implanted pump. The indication for use was non-malignant pain and chronic low back pain. On (B)(6) 2016, it was reported that a patient had presented to the hospital with an empty pump. The patient was traveling and did not have a managing healthcare professional in the area. It was noted that the pump would likely be filled on (B)(6) 2016. There were no known symptoms at the time of the report. Additional information was reported by the rep on (B)(6) 2016. The rep reported that the pump had been refilled with medication on (B)(6) 2016. The pump logs showed that the low reservoir alarm occurred on (B)(6) 2016 and the empty reservoir alarm occurred on (B)(6) 2016. Additional information was reported by an hcp on (B)(6) 2016. It was reported that the patient had missed a refill and the pump had been refilled on (B)(6) 2016 with saline and was refilled on (B)(6) 2016 with drug. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.